Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the air /water cylinder and the air/ water tube also the jet tube, there was no damage to the area where the foreign material was detected. The customer did not provide a cleaning, disinfection, and sterilization checklist, so it is unknown whether there were any deviations. It remains unknown whether there was a deviation from the IFU in the reprocessing steps for the area where foreign material was found. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water tube and jet tube had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: forceps channel port is shaved; air/water cylinder has foreign objects; air/water cylinder has no color; suction cylinder has no color; switch3 has a cut; air/water tube has foreign objects; jet tube has foreign objects; image guide protector has a scratch; light guide bundle has breakage; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber is detached; and connecting tube has a cut. Should additional relevant information become available, a supplemental report will be submitted.